Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed cartridge air bubbles in the patient tubing. There was no impact to the customer's blood glucose. The customer changed the cartridge and resumed insulin delivery.